Event description:
Bayer case number: (B)(4). It caused burns on my pelvic area [thermal burn]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of thermal burn ("it caused burns on my pelvic area") in a female patient who received midol heat vibes medicated plaster for dysmenorrhoea. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2026 the patient started midol heat vibes at an unspecified dose and frequency. In (B)(6) 2026 she experienced thermal burn (seriousness criterion medically important). At the time of the report, the outcome of the event was unknown. The reporter considered thermal burn to be related to midol heat vibes administration. The reporter commented: I bought this product on sunday, (B)(6) 2026, to relieve period pain, and it caused burns on my pelvic area. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). It caused burns on my pelvic area [thermal burn], it's still draining pus-like fluid [purulent discharge], some of my skin is peeling [skin peeling], it still hurts when I sit down [pain of skin], looks red [skin red]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of thermal burn ("it caused burns on my pelvic area") and purulent discharge ("it's still draining pus-like fluid") in a 42 year-old female patient who received midol heat vibes medicated plaster (lot no. Bu25083) for dysmenorrhoea. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2026 the patient received midol heat vibes unk, 1 patch in the pelvic area. On (B)(6) 2026, the day of midol heat vibes initiation, she experienced thermal burn (seriousness criterion medically important), purulent discharge (seriousness criterion medically important), skin exfoliation ("some of my skin is peeling"), pain of skin ("it still hurts when I sit down") and erythema ("looks red"). Midol heat vibes was withdrawn. At the time of the report, none of the events had resolved. The reporter considered erythema, pain of skin, purulent discharge, skin exfoliation and thermal burn to be related to midol heat vibes administration. The reporter commented: I bought this product on (B)(6) 2026, to relieve period pain, and it caused burns on my pelvic area. The most recent follow-up information incorporated above includes data received on: 25-feb-2026: patient' age was added, product start and stop date and lot number were added, events ¿it's still draining pus-like fluid¿, ¿some of my skin is peeling¿, ¿it still hurts when I sit down¿, ¿looks red¿ were added, outcome was added. Case comments: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). It caused burns on my pelvic area [thermal burn]. It's still draining pus-like fluid [purulent discharge]. Some of my skin is peeling [skin peeling]. It still hurts when I sit down [pain of skin]. Looks red [skin red]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of thermal burn ("it caused burns on my pelvic area") and purulent discharge ("it's still draining pus-like fluid") in a 42 year-old female patient who received midol heat vibes medicated plaster (lot no. Bu25083) for dysmenorrhoea. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2026 the patient received midol heat vibes unk, 1 patch in the pelvic area. On (B)(6) 2026, the day of midol heat vibes initiation, she experienced thermal burn (seriousness criterion medically important), purulent discharge (seriousness criterion medically important), skin exfoliation ("some of my skin is peeling"), pain of skin ("it still hurts when I sit down") and erythema ("looks red"). Midol heat vibes was withdrawn. At the time of the report, none of the events had resolved. The reporter considered erythema, pain of skin, purulent discharge, skin exfoliation and thermal burn to be related to midol heat vibes administration. The reporter commented: I bought this product on sunday, (B)(6) 2026, to relieve period pain, and it caused burns on my pelvic area. Quality-safety evaluation of ptc: for midol heat vibes: based on technical investigation, the review of the batch record indicates no reported incidents or deviations that would lead to the reported defect. In-process testing was within specifications. The batch met the pre-determined acceptance criteria for release of the product to the market. Retain sample was visually inspected and no anomalies were found. Two photos of the midol heatvibes carton were provided and do not show the defect. A thorough review of the batch record and certificate of analysis (coa) confirmed that the product met all quality specifications, indicating no production or quality-related issues. Average temperature is 56.7°c for 8 hours, which is within the specified limit. However, the complaint lacks critical information necessary for summary of a comprehensive assessment, such as the exact method of patch application, the type of clothing it was attached to, and whether the patch was exposed to the external environment investigation after application. It is important to note that the perception of heat can vary significantly from person to person, depending on factors such as patch placement, skin condition, level of physical activity, and clothing type. Due to the lack of supporting evidence and missing usage details, a definitive conclusion regarding the cause of the complaint cannot be determined. This is the first complaint for the batch related with the reported defect. No trend has been identified. No complaint sample was received for investigation by responsible quality unit (rqu). Based on the available information, no product quality defect was confirmed. Therefore, there is no reason to suspect a causal relationship between the reported events and a quality defect. The reported events are not indicative of a quality deficit per se. This complaint is subject to routine signaling, trending according to established procedures. Any need for a corrective and/or preventive action is determined in response to the respective signal. The most recent follow-up information incorporated above includes data received on: 25-mar-2026: quality-safety evaluation of product technical complaint was received, unconfirmed quality defect, imdrf codes and EU/ca fields was updated and manufacturer date added. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.